Event description:
A healthcare professional reported that before cataract surgery, an ophthalmic system was connected, the fms (fluidics management system) was connected with all accessories, but it got stuck during the air pump check. The issue was resolved only after restarting the system. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The company representative was able to replicate the reported issue. The compressor was replaced to address the issue and was returned for testing on this investigation. The system was tested and found to meet product. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. Console-level testing was performed, and no system message events were observed during or following power-on self-test (post). Testing confirmed full priming efficiency, and the cutters operated at maximum capacity without abnormalities. The compressor was subsequently tested on the automated test equipment (ate), where it passed all parameters successfully. In conclusion, no faults were identified with the compressor. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.